Event description:
Shot in knee (B)(6) 2015, and (B)(6) 2015. After second shot broke out in rash over entire body, went to ER, had a shot, rash still exists today and she continues to be treated by a dermatologist. Dose or amount: injection; frequency: once a week. No, event abated after use stopped or dose reduced. Dates of use: (B)(6) 2015 - (B)(6) 2015. Diagnosis or reason for use: knee pain.